Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined. The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Receiver download was performed and shows errors on date of incident greater than 3 hours. Functional testing was performed and passed. A pairing test was performed and it passed. The receiver case was opened for an internal visul inspection and passed. The reported event loss of connection was confirmed during. A root cause could not be determined.